Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff allegedly noticed that the large needle driver instrument had a broken cable. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the alleged issue of a broken cable. The instrument was found to have one broken grip cable at the distal clevis. The broken cable segment was sticking out approximately .3875 at the instrument's wrist. The idler pulley was able to spin. Engineering evaluation also found the distal idler pulley with rough edges and one deep indentation. Engineering evaluation concluded that the grip cable likely broke from the damaged pulley. The other cables of the instrument's wrist did not exhibit any damage.